Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 9423810 was returned and analyzed. Visual inspection showed the loop was kinked near the electrode 1. Inspection of the pebax tubing area showed it was intact with no apparent issues or damage. Inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes were present on the loop section and no cosmetic issues or anomalies were identified. Visual inspection of shaft showed it was intact with no apparent issues. No kinks or any other damage was observed along the shaft. Inspection of the introducer showed it was intact with no apparent issues or damage. Inspection of the lemo connector showed it was intact with no apparent issues or damage. Functional testing was performed using a multimeter and the mapping catheter was connected to a test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrodes' continuity and impedance to the cable were normal. In conclusion, the mapping catheter failed the returned product inspection due to a kink observed at the tip/loop of the pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the loop of the mapping catheter achieve st 20 mm had a kink or an unusual shape. The catheter was immediately replaced to resolve the issue, and the procedure was successfully completed. No patient complications have been reported as a result of this event.